Event description:
It was reported that during a lap cholecystectomy procedure, the clips fell of the vessel, because they were not formed properly. A tyco stapler was used to complete the case. There was no patient consequence.

Manufacturer narrative:
H4,6: info anticipated, but unavailable at this time.